Manufacturer narrative:
(B)(4). Date sent: 4/4/2024. D4: batch # 654c47. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received firing trigger broken off and no returned and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 654c47, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler would not fire or activate. Tried on back table after issue, handle broke when trying to activate the stapler. It is unknown how the case was completed. There were no patient consequences reported.